Event description:
Customer reported to beckman coulter, inc. (Bec) that the needle bellows of the coulter lh 750 hematology analyzer was not draining. Bec customer technical support instructed the customer to bleach the bellows draining line through solenoid 57 and solenoid 16. Customer reported that they ran a sample and the bellows were draining after the bleaching. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).